Manufacturer narrative:
The insulin pump had alarmed button error due to corroded keypad traces. The device had cracked case at the display window, minor scratches on the lcd, and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone, the insulin pump had alarmed button error. Customer was attempting to bolus when the alarm occurred, he removed the battery in order to reset the device, but anomaly persisted. Customer's blood glucose was unknown. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.